Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced a loss of consciousness. Customer had contact with the emergency doctor who diagnosed her with hypoglycemia and received glucagon via IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (magz151-j1037) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The event log was downloaded and the glucose value graph was analyzed. During analysis, alarms were not displayed when the glucose value was outside the threshold range. An alarm functionality test was performed. A retained sensor was activated with the returned reader and the glucose threshold was set in the returned readers alarm settings. Linearity test was performed and low and high glucose alarms were successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. Section d4 (serial number) has been updated from unk to magz151-j1037 based on the returned product. Section h4 (device mfg date) has been updated based on the returned product download. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned and abbot diabetes care product quality engineering (pqe) investigated the alarm-3 (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in april 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced a loss of consciousness. Customer had contact with the emergency doctor who diagnosed her with hypoglycemia and received glucagon via IV for treatment. There was no report of death or permanent injury associated with this event.